Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are defective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting a silicone three piece lens model aq2003v and the lens tore. The surgeon removed the lens without enlarging the incision and put in another model lens. No pt injury.